Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the cause of the infection was not determined. The hcp washed out the infected area and planned to explant the pump. The infection was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity. It was reported that there was an infection in the area of the pump and the patient was in the ER (emergency room). It was initially reported that the pump was failing but the technical service specialist (tss) clarified if the pump was failing and the reporter stated no; it was not alarming and not failing. The reporter asked if they could not reach the doctor they needed to get someone to come out and change out the pump due to the infection. The tss reviewed that this would be up to the healthcare professional (hcp) that had privileges at the facility they were at. The reporter did not know who was in charge of the patient's medical care. The tss reviewed that to treat the infection was a medical decision as well as if they removed the pump or not. Tss gave the national answering service number for the patient's father to call if needed as he was a physician. The reporter was waiting to hear from the managing doctor. The infection was in the pocket and swelling was reported. There was "pus in it" and the pocket was severely infected. Treatment was ongoing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient was admitted to a hospital with a diagnosis of septic shock. On an unreported date the pump was explanted for a pump pocket infection with swelling, and the patient was put on oral baclofen. As of (B)(6) 2018 the pump pocket infection had improved/resolved and the patient continued treatment with oral baclofen. No further complications were anticipated/reported.